Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.75mm x 24mm liberté¿ stent was advanced but failed to cross the lesion and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the distal end of the stent was flattened/damaged. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination revealed that the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.75mm x 24mm liberté¿ stent was advanced but failed to cross the lesion and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.